Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that two patients were infected after an unspecified diagnostic procedure using the subject device. The two patients¿ condition is currently unknown. The subject device had been reprocessed with an olympus automated endoscope reprocessor, oer-4 (not available in the USA). However, it was reported that the subject device was insufficiently reprocessed and inappropriate detergent solution was used for a certain period of time. Therefore, the user facility commented that there is a possibility of cross infection by the subject device due to the insufficient reprocessing of the subject device. Omsc is submitting two medical device reports according to the number of the patients. This is one of two reports.